Event description:
A physician reported that the interface of the phaco suction tube and the phaco handpiece were not tightly connected during the anterior section phaco phase of the vitrectomy surgery. The posterior capsule of the lens suck was broken due to the discontinuation of the surgery. The surgery was completed after replacing the new product. There was no patient harm. Additional information received and clarified that the tube was disconnected during the surgery. A tape was used to ensure that the tube does not disconnect.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.3. And h.10. As a result of an internal review of the file, it was determined that the information provided for this event does not represent a reportable malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
As a result of an internal review of the file, it was determined that the information provided for this event having loose connecter issue due this tubing was disconnected during the surgery, does not represent a reportable malfunction.